Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for low oxygen flow, boot monitor sw revision and act exh purge valve closed. The evaluation found that device has a generation 2 system board and the test was ran for a generation 1 system board. Device will need to be retested with a generation 2 test. The active exhalation control module will need to be replaced. The device's inlet air path, air path foam, and flow path were replaced to address the issue.